Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. A corrective and preventative action has been initiated.